Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt called the sjm representative regarding his programmer locking up. The pt requested reprogramming. The sjm rep left multiple messages for the pt to call back that were unreturned. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.